Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were having problems with their stimulator and it does not seem to be working correctly for over a month because they were experiencing fecal incontinence. They were going from being constipated to soft mushy bowels that were incontinent. Almost a month ago they had a cat scan and discovered that must have kicked their device off. Patient did not encounter an error messages but saw therapy was on on their programmer. It was not until a week or two after that they noticed they were having incontinence. Patient turned therapy back on and has tried all 7 programs but was still having issues. Patient was working with a nutritionist to see if there was anything that could be triggering some of these symptoms and has been trying to avoid dairy and fiber but that has not worked either. The patient was redirected to their healthcare provider (hcp) to further address the issue.